Event description:
It was reported to (B)(4) that an astral device displayed a system fault 74 error message indicating a software task error. The device was not in use when the fault occurred therefore there was no patient involvement.